Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had scratches on the screen made it hard to read. The customer reported that they had to press the buttons several times to get it to register and press harder. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a minor scratched lcd window, a broken battery cap and a broken battery tube threads. Device was received with a no button response due to unlocked j2/lcd keypad connector. Unable to verify loud noise during rewind and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test due to no button response. (B)(4).